Event description:
Related manufacturer reference number: 2017865-2022-42619. It was reported that a patient presented to the emergency room after suffering from complete heart block. Upon interrogation, it was discovered that the patient's right ventricular lead was experiencing a loss of capture. Programming changes were made to address the issue. An x-ray performed on (B)(6) 2022 did not reveal any changes in right ventricular lead placement. The lead was later capped and replaced on (B)(6) 2022. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient was discharged post-procedure